Event description:
Additional information: the console could not be used to perform the surgery because "the fiber was not recognized by the machine." Correction: "the patient was treated by a conventional "tur" without any problem"

Event description:
It was reported that the surgeon "could not perform the surgery with the laser." The console issue and reason why the surgery could not be performed was not provided. The procedure was "done with conventional rtu." There was no injury to the patient reported.

Manufacturer narrative:
Device evaluated by manufacturer updated. System analysis/service repair on (B)(4)2017: the reported issue of "customer couldn't proceed with the operation using the laser; the fiber was not recognized by the machine" was confirmed. The laser system was tested and it was observed that the cable pulled out of the plug. The plug has been repaired. The system was tested and verified to meet manufacturer's specifications.